Manufacturer narrative:
After review of reported event, there is no evidence indicating that the integrity of the posterior capsule was compromised by the performance of the system. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported after removing three quadrants of the cataract, a small hole was noted in the posterior capsule of the right eye during laser assisted cataract surgery. An anterior vitrectomy was performed, enlargement of the incision performed, and a three piece intraocular lens was placed in the eye to complete the procedure. Additional information received states patient doing well postoperatively.